Event description:
It was reported that during a bladder procedure, the tip broke off. The piece was not retrieved. Doctor is not sure if piece is still in the pt. The case was completed with another like device.